Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, missing end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin ump passed the displacement test and self test. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted.

Event description:
Customer reported via phone call for cosmetic damage. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that crack on reservoir compartment. The insulin pump will be returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.